Event description:
Rptr was evaluating reagent strips for glutaraldehyde potency. Sent specimen of used glutaraldehyde to lab for "pill" potential after 7 days and 11 uses in scope cleaner. After 4 weeks, cultures showed growth of tb (co stats state 100% pill with 20 hr exposure). Test strip registered high 1.75% or greater concentration on same specimen.